Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low blood glucose readings in the 40s while using the ilet system after going ¿bionic¿ and connecting to the ilet app, and the customer sought assistance with a factory reset; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.